Event description:
During a recent conversation with a sales rep, a physician stated that 2 years ago, when using one of merit's softouch or performa catheters, he perforated an iliac vessel of a patient. The doctor did not report the incident at that time.

Manufacturer narrative:
This report is being filed 1 week late due to merit trying to contact the physician for additional information regarding this event. To date, merit has been unable to speak with the physician regarding this event. The physician stated, that this event occurred approximately 2 years ago and that he did not report it at that time. The device was not returned, so an investigation could not be conducted. Also, no information about the device in question was provided so review of manufacturing records could not be conducted. Merit has made several unsuccessful attempts to contact the physician to obtain information regarding this event. If additional information becomes available, merit will file a follow-up report.